Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed that the stent was not returned for analysis. No issues were identified with the hypotube shaft. A microscopic analysis revealed no issues with the bumper tip. Examination of the balloon also identified no issues. Further inspection of the outer and inner lumen, as well as the mid-shaft section, revealed that the inner lumen was detached approximately 7.5 cm from the distal tip and was contained within the outer lumen. Dimensional testing confirmed that the device was returned with the stent detached and not available for product analysis. The stent outer diameter (od) at the time of manufacturing was within the maximum crimped stent profile measurement. No other issues were noted during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 32mm synergy drug-eluting stent was selected for treatment. However, during the preparation, the stent became detached from the balloon. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 32mm synergy drug-eluting stent was selected for treatment. However, during the preparation, the stent became detached from the balloon. The procedure was completed with a different device and no patient complications were reported.